Manufacturer narrative:
(B)(4). The sheath was discarded at the facility and not available for analysis. Images/vessels sizes information were requested but not available. According to the gore® dryseal sheath instructions for use (IFU), do not attempt sheath advancement or withdrawal without guidewire and dilator in place. Major bleeding, vessel damage, or serious injury to the patient may result. Additionally, the IFU states: adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient may result. Also, according to the IFU, adverse events that may occur and / or require intervention include, but are not limited to blood loss, bleeding and vascular trauma (i.e., dissection, rupture, perforation, tear, etc.)

Event description:
On (B)(6) 2017, the patient was implanted with conformable gore® tag® thoracic endoprostheses to treat a thoracic artery dissection. Reportedly, the accesses vessels were small and the physician decided to gain access in the iliac artery where the artery was bigger. In spite of that, the physician felt some resistance when the gore® dryseal sheath was advanced. It was reported that the endoprostheses were deployed successfully. However, when the physician tried to remove the introducer, some resistance was felt. The physician used some force to pull the sheath. Due to this force manipulation, the artery was ruptured. To stop bleeding, the bypass procedure was successfully performed. Reportedly, the patient lost around 2 liters of blood, but at the end the patient recovered well, and no further re-intervention was needed. According to the physician, it was operational mistake and the cause of rupture was that the dilator was not introduced to withdraw as the guidewire was lost.